Event description:
Boston scientific received information that there was noise oversensing resulting in the declaration of tachycardia episodes. No inappropriate shocks were delivered as therapy was diverted. The patient was not symptomatic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.